Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module had an over infusion of potassium chloride to a patient being treated for sepsis. The infusion was set to infuse at 0843. The potassium chloride was intended to infuse at 50ml/hour with a volume to be infused of 100ml. The patient received 100ml over 10 minutes. The patient was noted to have cardiac rhythm changes following the event and received cardiac monitoring. The med-surg nurse manager indicated there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had an over infusion of potassium chloride to a patient being treated for sepsis. The infusion was set to infuse at 0843. The potassium chloride was intended to infuse at 50ml/hour with a volume to be infused of 100ml. The patient received 100ml over 10 minutes. The patient was noted to have cardiac rhythm changes following the event and received cardiac monitoring. The med-surg nurse manager indicated there was no patient harm.